Manufacturer narrative:
A patient experienced high impedance was reported to abbott. As a result, the leads were replaced. Therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03129, related manufacturer reference number: 1627487-2020-03130, related manufacturer reference number: 1627487-2020-03131. It was reported the patients leads displayed high impedance. As a result, surgical intervention was undertaken during which the leads were explanted and replaced. Surgical intervention addressed the issue.